Manufacturer narrative:
Patient information was unavailable from the site. The device was discarded. Therefore, no device evaluation can be performed.

Event description:
A philips representative reported that during a peripheral atherectomy procedure to treat a calcified chronic total occlusion of the posterior tibial artery, the spectranetics turbo-elite peripheral laser atherectomy catheter 410-152 jacket was ripped. There was an issue with advancing the catheter over the wire during prep for use and the device never entered the patient's body. The physician completed the case successfully utilizing a balloon instead. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation as the catheter jacket was breached.